Event description:
Boston scientific received information that the patient was hospitalized due to infection and erosion that was anterolateral to the device pocket. The suspected cause was a lesion biopsy at the site of the erosion, which had either provided a secondary infection that allowed the device to be exposed, or there was a breakdown of the biopsy site that led to device exposure. The physician attempted to explant the system. The left ventricular lead and right atrial lead were both explanted. The right ventricular lead was not able to be explanted because the helix remained connected to the myocardium, even though the helix had been retracted into the helix housing. This lead was capped and surgically abandoned. The physician referred the patient to another physician for a more invasive explant of the right ventricular lead. Another procedure was attempted to explant this lead, but this lead could not be successfully explanted. Another attempt may be tried in the near future. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.